Manufacturer narrative:
(B)(4). This lead was partially capped due to pacing failure and oversensing with asystole greater than two seconds.

Manufacturer narrative:
(B)(4) the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient was admitted to the ER with a heart rate of 24 bpm. Stretching of the patients right arm caused a lot of noise and pacing inhibition. It seemed that there is a lead fracture. The patient will receive a temporary pacemaker.